Event description:
A customer experienced a high blood glucose level of 700 mg/dl while exercising and subsequently went to the emergency room, later being admitted to the hospital and then the ICU; cause was unknown. The customer was using a pump and related supplies for insulin therapy during this incident, but no issues were reported with the cartridge, infusion set tubing, cannula, or insulin product. Multiple follow-up attempts were made to gather additional information but no response from the customer was received.